Event description:
It was reported that high, out of range pacing lead impedance was observed. The rv lead tested normal through the system analyzer; however the physician elected to cap and replaced the lead. When the new lead was attached to the chronic device, the high out of range pacing lead impedance returned. The physician determined it was the device causing the out of range impedance. The device was then explanted and replaced and impedance measurements were normal. No complications were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high, out of range pacing lead impedance was confirmed in the laboratory. Visual inspection noted parylene coating on the rv is-1 contact spring. The cause of the field event was due to the parylene coating preventing proper contact between the lead and the connector.